Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular stent can be the treatment of choice for spontaneous iliac vein rupture: a case report yen-cheng chen , chien-lin huang, and jiann-woei huang https://doi.org/10.1177/1538574417739090. Continued from block off label use due to the devices used in an iliac vein ruptureif information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured iliac vein on an unknown date. The patient presented with severe abdominal pain, shock, drowsiness, distended abdomen and left lower limb oedema. CT exam showed a retroperitoneal mass about 125 x110 mm, which was a supposed aneurysm rupture-induced hematoma. During the emergency procedure, an endurant 20x82mm was advanced on a glidewire via the left side. Endoleakage was observed but resolved with ballooning and the patient subsequently stabilised in ICU. The retroperitoneal hematoma was removed surgically 4 days later and post-operative ileus and wound infection was noted after this procedure. One month later the patient complained of intermittent left lower limb soreness and a CT revealed a thrombus in the left common and external iliac vein. The patient was given anticoagulation therapy and discharged after 41 days. No additional clinical sequelae were noted and the patient is fine.